Manufacturer narrative:
The incident device was not returned to covidien for evaluation. However, a photograph was provided. The picture showed damage to the cord. The outer jacket insulation was slit. The damage appeared to extend to the inner wires. The outer jacket showed signs of thermal damage. The cord had scoring above and below the slit as though it had come into contact with a sharp object. The scoring and slice in the cord appears to be from a sharp instrument such as a razor or scalpel. There are no edges on the manufacturing equipment sharp enough to cause such a clean cut. The thermal damage came from activating the device while the wires were shorted. The investigation identified the root cause of the reported event to be the user damaging the cord. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the cautery pencil cord caught fire during the surgery case. There was no injury to the patient.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the cautery pencil cord caught fire during the surgery case. There was no injury to the patient.